Event description:
The customer reported "this lead was capped due to high impedances >3000. A new lead was implanted. It was reported that the lead would not work in bipolar mode but it did in unipolar. However, the physician wanted to cap it anyways since the patient needed a pocket revision. No adverse patient effects were reported." The lead was actively implanted for approximately 3 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.